Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 36 mg/dl. The customer¿s current blood glucose value was 150 mg/dl. The customer did not experienced symptoms of low blood glucose value. The customer treated low blood glucose with food. The auto mode was not on at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 36 mg/dl and sensor glucose was 75 mg/dl at the time of the event, the difference is outside the acceptable range. No further complications were reported. Troubleshooting was successfully performed; however, the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.